Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The pharmacist reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was unknown at the time of the incident. The pharmacist checked the settings, infusion set and insulin. The pharmacist was also advised to check the alarms as well. The pharmacist was advised about the self-test. The insulin pump will not be returned for analysis.